Event description:
Patient was revised to address infusion, loosening, poly wear and osteolysis.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. A search of the complaint database did not show any other reports against the manufacturing lot. The investigation could not draw any conclusions about the reported polyethylene wear; however, polyethylene wear after approximately 18-years implantation should not be unexpected. In addition, infection after 18 years implantation is unlikely to be product related. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.